Event description:
It was reported the patient's scs ipg battery was depleted. Surgical intervention would be necessary to replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-24065 and 1627487-2020-24066. Additional information received identified the patient stated he was not receiving effective stimulation therapy from the scs system and stopped using and charging the device approximately two years ago. Consequently, the patient's scs system was removed.